Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's medtronic diabetes therapy consultant reported via email that the patient was recently hospitalized due to high blood glucose. The customer's blood glucose value at the time of incident is unknown. Patient was not in the u.s. When the event occurred. She treated her high blood glucose with her health care provider's back-up plan and with manual insulin injections. No products were returned, replaced, or shipped.